Manufacturer narrative:
Although requested, the arm unit has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that their automated cardiac compressor arm unit failed to power on when they attempted to deploy the device during a rescue event. No patient injury, or outcome information was provided. The customer stated that when the unit was later connected to an external power supply, the device powered on; however, it did not initiate compressions.